Manufacturer narrative:
Company representative evaluated the unit and repaired the connector on the spo2 board. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported loss of communication between the panorama central station and ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported